Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported customer experienced itching and an allergic reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018, the customer had contact with a healthcare provider and was prescribed a gelidina (fluocinolone acetonide, a corticosteroid cream). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. MDR was submitted with incorrect as FDA electronic submission system would not process mdrs with the correct at the time of the submission.

Event description:
Customer's caregiver reported customer experienced itching and an allergic reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018, the customer had contact with a healthcare provider and was prescribed a gelidina (fluocinolone acetonide, a corticosteroid cream). No additional treatment was reported. There was no report of death or permanent injury associated with this event.